Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 17 devices were evaluated in the field and the issue was confirmed. 11 devices had worn/damaged components; 3 devices had dirty components; 2 devices had misaligned component; 1 device had a sticking component; 1 device was not returned to service. 1 device was not evaluated as the customer opted to perform their own repair and canceled the service request. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the brakes were difficult to engage or not holding. 17 events had no patient involvement. 1 event it was not known if there was patient involvement.